Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was present. Additional evaluation findings are as follows: pierced / cut or scratch of the bending section; a-rubber noted to have a pinhole ; a-rubber glue crack with exposed thread; bending section noted to have broken strands; angulation did not meet standards. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ltf-s190-5, endoeye flex deflectable videoscope to olympus for repair due to a report that the image was "snowy and static." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was found that no image was present. This report is submitted due to the finding of no image present, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: abnormalities such as buckling and disconnection occurred in the imaging cable due to stress on the bending part. The image pickup unit and video connector internal board failed due to moisture that entered the inside of the device from the leak point. The event can be detected/prevented by following the instructions for use which state the following: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage." "Do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result." "If air bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in breakage of the switch and image sensor." Olympus will continue to monitor field performance for this device.